Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced a fall due to recurrent endocarditis septicemia. It was noted that there was vegetation on the leads and they were suspected to be the source of the recurrent septicemia. The patient was significantly deconditioned from the recurrent illness and prolonged hospitalization. The patient was treated with antimicrobial therapy. The implantable cardioverter defibrillator system was later explanted. The patient was stable before, during and post procedure.